Event description:
The customer reported that her blood glucose was 564 mg/dl and there was a crack in the insulin pump by the reservoir. The customer treated her high blood glucose with 7.9 units of insulin. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a broken reservoir tube lip.